Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 roller pump 150. A field service engineer was dispatched the customer site to troubleshoot the problem and found no malfunction. Inspection of internal components did not reveal any damage and/or loose connection. However, they couldn¿t rule out circuit board failure or whether it was accidental situation. A failure of circuit boards cannot be excluded. No part has been replaced yet. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that the s5 roller pump alarmed motor overspeed, then showed a fault in the motor controller (429), causing the pump head to stop working during use, there was no report of patient injury

Manufacturer narrative:
H11: the customer provided a photo confirming error code 429. However, the log files submitted were not extracted from the affected pump, and their origin could not be verified. The field service technician was unable to retrieve additional logs to determine whether other alarms occurred. A review of the technical service manual identified error code 429 as typically related to a defect in the flat ribbon cable of the hms board. This error may also occur alongside runaway faults error codes 437 and 449, which indicate excessive pump speed. Based on the available information, one of these faults likely preceded the motor controller error. A review of the device¿s service history confirmed that the unit was manufactured in 2021. No similar events have been reported, and no concerning trends were identified. Considering all the above information, specifically the inspection results and the fact that no parts were replaced, the most likely root cause is a temporary or intermittent internal electrical fault¿such as a false contact within the hms motor controller board or its ribbon cable¿possibly due to oxidation accumulated over time as a result of environmental conditions.

Event description:
See initial report.